Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During a conversation regarding a new pectus case bar design, the surgeon commented that in a prior case the end of the titanium pectus bar snapped. Additional details were requested, however no further information was provided.